Manufacturer narrative:
A correlation between the device and the report of stroke/death could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was extubated and found unresponsive two hours later. The stroke team was activated and a computerized tomography showed a left frontal hemorrhage with subarachnoid blood. The patient went into cardiac arrest. Acls (advanced cardiac life support) was initiated and the patient expired on (B)(6) 2018.